Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). (B)(6). The defective level sensor has been replaced. Prior to use. According to service protocol: after replacement of the level sensor, functionality of the device has been checked - all tests passed. The defective cls was returned for further investigation. According to the investigation report by emtec (manufacturer), signed on 2018-06-20, it has been found that the sensor cannot be adjusted. Thus the failure could be confirmed. Most probable root cause could be determined as electronic malfunction, sensor adjustment-malfunction. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As reported by the customer: during priming/ setup defective capacitive level sensor has been detected. The sensor did not receive the level in the reservoir. (B)(4).